Manufacturer narrative:
(B)(4). Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. The root cause of this event cannot be conclusively determined with the available information. Attempts were made to obtain the product. However, the subject device was not returned for evaluation. There is no information suggesting there was any malfunction or deficiency of the edwards valve. However, this event was likely due to patient and/or procedural related factors. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that a 33mm pericardial mitral valve was explanted after an implant duration of eight (8) months due to dehiscence, perivalvular leak (pvl) and severe mitral regurgitation. The explanted valve was replaced with a 31mm 7300tfx pericardial mitral valve. Per the medical records, a small aortic pvl was seen; however, the surgeon was unable to appreciate an area of dehiscence on direct evaluation. The bioprosthetic aortic valve was found to be intact, with no signs of vegetation. The surgeon was unable to get a probe to pass through the lv around the valve. One pledgeted suture was used to close the area of concern for a pvl based on the tee. An oblique right atriotomy was made. The mitral valve was inspected and found to be intact, without evidence of vegetation or annular abscess. An area of dehiscence was noted posteriorly, behind the p2 segment of the mitral valve. The mitral valve was excised. On inspection, a perforation was noted in the posterior leaflet in the area of the dehiscence. Otherwise, the posterior leaflet was intact and the anterior leaflet had been previously excised. The p2/p3 area of the mitral annulus was disrupted and ventricular muscle was exposed. This area was patched with bovine pericardium using prolene suture in order to provide a buttress for valve replacement. Then, pledgeted sutures were placed in a horizontal mattress fashion around the circumference of the mitral annulus. The valve was sized to a 31mm 7300tfx mitral valve and lowered into place. The sutures were secured using cor-knot device. The valve was inspected and found to be working appropriately. The patient tolerated the procedure well and without complication. The patient was transported to the cvicu in stable condition. The patient was discharged home in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-0014.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.